Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a disconnection between the transfer set and titanium adapter resulting in a leak. While peritonitis did not develop during this event, contamination of the sterile pathway during disconnection may increase risk of contamination and/or infection to the patient. The disconnection occurred during pd therapy and the patient was admitted to the hospital the next day. It was not reported if the patient was treated during hospitalization. The patient was discharged two days after being admitted. No further information was provided regarding patient outcome. The action taken with the pd therapy was not reported. No additional information is available.